Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to the socket was damaged, loose parts inside, a worn video socket, image errors and stripes. It was recommended to update the software. The cause of the light intensity of main lamp occurred from output socket failure. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the visera elite ii video system center did not provide good lighting. Upon inspection and testing of the customer returned device, it was observed that the light intensity of main lamp is too low to distinguish tissue and the light source connector part of the scope fell off inside the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a correction to g3 of the initial medwatch. The aware date should be 03-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also observed that the light source connector part of the scope fell off inside the device because it was loose. However, the definitive root causes of the faulty output socket and loose light source connector could not be determined. Olympus will continue to monitor field performance for this device.